Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary 5.1 cubie pocket was failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the drawer worked without any issues and the customer attested to its proper operation hence no further investigation was required. Preventive maintenance was performed. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary 5.1 cubie pocket was failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.